Event description:
It was reported that during use of the swan ganz catheter on the patient, there was blood leakage through the thermistor connector. There were no complications for the patient and no medication leaked.

Manufacturer narrative:
We received one 139hf75 advanced cco catheter without the packaging for examination. The catheter was examined in the decontamination lab due to blood that could not be removed from the thermistor lumen. The thermistor connector was also found to have blood leaking out. Examination of the catheter body found a puncture proximal of the catheter tip that goes through the catheter body, and the puncture enters the thermistor and proximal injectate lumens. The distal and proximal infusion lumens are patent and did not leak. The balloon inflated clear and concentric and did not leak. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.